Manufacturer narrative:
The 2018 percutaneous lead repair referenced in the initial report was reported under MFR # 2916596-2018-03282. Manufacturer's investigation conclusion: although power and flow elevations were confirmed via the submitted log file, a specific cause for these events and a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined. The submitted log file contained data from 31may2020 through 28jun2020. The log file captured elevations in pump power on 19jun2020 up to 11.7 watts and on 28jun2020 up to 11.0 watts. Corresponding elevations in calculated flow were recorded during power elevation events, up to 12.0 lpm. No clear trend in pump power or calculated flow was observed. No other atypical alarms or events were captured. The actual speed remained above the low speed limit for the duration of the log file and the pump appeared to be functioning as intended. The cause of the power elevations was reportedly uncertain, and the investigation was still ongoing. The patient was treated with a heparin drip and remains ongoing on heartmate ii lvas, serial number vad-56328. No product is available for investigation. No further complaints have been reported at this time. The heartmate ii lvas IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient sustained powers and flows of 10-12 since 2000 revolutions per minute (rpm). Patient has a history of perc lead repair in 2018 and patient remain on ungrounded cable. Log file analysis captured that patient is at times sleeping on battery power which is not recommended. The event history is normal, it was noted an unsustained power/flow elevation on (B)(6) 2020. The power/flow elevation on (B)(6) 2020 ends in the log file as remaining elevated. The power elevations in this log file are not related to the prior perc lead repair. Additional information states that patient has been stable, and is currently treated with a heparin drip. The elevated pump powers are still under investigation.